Manufacturer narrative:
At this point in time, mitek is awaiting receipt of the complaint device towards conducting a failure analysis. The results of the analysis will be the subject of a follow up report.

Event description:
The user facility is reporting that during an arthroscopic procedure, both the surgeon and the patient received an electrical shock with the use of a fms pump, fms interface cable and a competitor's shaver system, a smith & nephew dyonics ep1. They are reporting that there were no injuries and that the procedure was concluded successfully without further incident or harm to the patient. See also associated MDR 1221934-2008-00357.